Event description:
The line entering the cutter keeps falling off and the cutter just stops cutting. This occurred during surgery, however, there was no delay in surgery nor any effect on the patient.